Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and insulin pump alerted received multiple insulin pump error alarms. Blood glucose level was 488 mg/dl. Customer did not provide more details regarding their hyperglycemia. Customer stated that the insulin pump restarted due to an alarms. Troubleshooting was done for the insulin pump error alarms. Customer was able to clear the alarm and able to rewind insulin pump. Customer did self test and displacement test and both tests were pass. It was unknown whether the customer using auto mode feature at the time of reported high blood glucose event. Insulin pump will be not returned for analysis.